Event description:
The st. Jude medical rep reported that the device delivered inappropirate hv therapy into the pt's supraventricular tachycardia (svt). The maximum time to diagnose (mdt) timer timed out and therapy resulted. It was later reported that the physician opened the pocket, removed the device, and observed fluid and blood in the header. The physician elected to explant the device.